Event description:
Additional information was received. It was reported that the pump had not been functioning for about a year, though the patient had been pregnant and was not managed via pump during the pregnancy. It was noted that, despite a significant volume discrepancy at the patient¿s last refill, the pump logs had been normal. On the day of report, the healthcare provider (hcp) planned on refilling the pump with saline, replacing the morphine, and performing a bridge bolus. The hcp had attempted to access the catheter access port (cap) that same day; however, they were unable to access it and did not have any ¿fluoro¿, so they did not move forward with the procedure.

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. It was now reported that it was unknown which device the event was due to.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2014, information was received from a healthcare professional (hcp). They had difficulty accessing the reservoir, so they used ultrasound and were then able to access the reservoir. The actual residual volume (38.5 ml) was greater than the expected residual volume (10.1 ml). At the patient¿s previously refill, they expected 28.7 ml and got back 36 ml. The patient initially did not report any symptoms, but later stated that they had been having more pain. Since they were pregnant, they thought the symptoms were due to pregnancy. There were no alarms in the pump logs.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a reservoir volume discrepancy seen on (B)(6) 2014. It was indicated that the pump had underinfused 7.3cc, though the patient exhibited no signs or symptoms. At the time of report, the event was ongoing and it was unknown if the discrepancy was related to the pump or catheter. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The pump was infusing saline. The pump off code was requested and provided. Appropriate steps to shut off the pump were reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) on 11-jul-2017 provided the patient's weight of (B)(6) lbs at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).